Manufacturer narrative:
One 120804f catheter was returned for evaluation. The reported issue that the balloon failed was confirmed. The balloon latex appeared deteriorated. There were multiple cracks and tears that were evident on the balloon latex. The leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from proximal windings to check the balloon edges at the tears. The edges did not appear to match at the tears. There was no other visible damage observed on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.

Event description:
It was reported that during device prep, this fogarty catheter balloon (model 120804fp) failed when tested. Another catheter was opened and worked fine. There was no allegation of patient injury. The fogarty catheter was returned for evaluation. The balloon latex appeared deteriorated. The edges did not appear to match at the tears.